Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance with his insulin pump settings. The customer also stated that he has been experiencing low blood glucose levels. Had the customer inspect the drive support cap, and he stated it was flush. The customer stated that he has never pressed on the cap. Advised the customer that the insulin pump would need to be replaced. However, the customer's insulin pump was out of warranty, and he wanted to continue using it until he checked with his insurance to see if he was eligible for an upgrade. Nothing further was reported.